Event description:
The customer reported that there was a fluid leak of approximately 10 ml from the coulter lh 780 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found a pinhole in tubing at vl54. The tubing was replaced, resolving the leak. (B)(4).